Event description:
Patient was injected in the nasolabial folds with radiesse dermal filler; a week later at a follow up, the patient had firm nasolabial folds and a purple lesion to the mucosal aspect of the nasolabial fold. The patient complained of the area being very sore and some spontaneous drainage.

Manufacturer narrative:
Patient was injected in the nasolabial folds with radiesse dermal filler; a week later at a follow up appointment, the patient had firm nasolabial folds and a purple lesion to the mucosal aspect of the nasolabial fold. The patient complained of the area being very sore and some spontaneous drainage. The patient has a history of cystic acne. Dr believes he might have injected the radiesse dermal filler into an acne cyst. The patient was prescribed minocycline 100mg, daily for 30 days and a medrol dose pack.